Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge; therefore, the reported fiber stopped working event is confirmed. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the metal cap surface during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture.

Event description:
It was reported that during a laser photo-selective vaporization of the prostate, the fiber stopped working after coagulation after 1 minutes and 45 seconds of fiber use. The procedure was completed utilizing a second fiber without patient complications. It was noted that the fiber beam intensity was not diminished, and the physician did not bury the fiber in tissue during use. The metal cap was not loose/rotating. No courtesy error messages were received. The fiber was returned and analysis identified a distal circumferential fracture. The potential for forward firing exists.